Event description:
It was reported that during a tvt procedure when the physician pulled one of the needles from the symphysis, the tape and plastic sleeve were no longer attached to the needle and were in the pt. The physician was able to locate the tip of the tape and to pull it out abdominally together with the sleeve. There were no pt consequences reported.